Event description:
It was reported that a patient presented for an implant procedure. During the procedure the right ventricular (rv) lead was not capturing and the stylet was unable to be advanced. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to advance stylet were not confirmed. As received, a complete lead was returned in one piece without the stylet. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray inspections of the lead did not find any anomalies.